Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, the length of both cavernous was different, so a 12 cm cylinder was inserted on the left and 16 cm cylinder was inserted on the right respectively after the 16 cm cylinder implantation failed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery,the length of both cavernous was different, so a 12 cm cylinder was inserted on the left and 16 cm cylinder was inserted on the right respectively after the 16 cm cylinder implantation failed. Additional information received indicated the physician tried to implant the 16 cm cylinder, but 16 cm cylinder on the left side was too long to be inside of cavernous. The was no device malfunction or patient injury in relation to this event.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery,the length of both cavernous was different, so a 12 cm cylinder was inserted on the left and 16 cm cylinder was inserted on the right respectively after the 16 cm cylinder implantation failed.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery,the length of both cavernous was different, so a 12 cm cylinder was inserted on the left and 16 cm cylinder was inserted on the right respectively after the 16 cm cylinder implantation failed. Additional information received indicated the physician tried to implant the 16 cm cylinder, but 16 cm cylinder on the left side was too long to be inside of cavernous. The was no device malfunction or patient injury in relation to this event.